Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an irrigation set leaked during infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Under water pressure leak testing was preformed and revealed a leak at the junctions of the lead top cap and the re-grind tube and the re-grind tube and the bottom cap small port. The reported condition was verified. The cause of the condition was a lack of solvent application during operator assembly. A batch review was conducted and the whole batch was reworked to ensure that all units were according to specification. Should additional relevant information become available, a supplemental report will be submitted.